Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a high out of range pacing impedance measurement of greater than 3000 ohms on the right atrial channel. The pacemaker remains in service and there were no adverse patient effects reported.